Manufacturer narrative:
Pending engineering evaluation.

Event description:
Patient presented with dislocation and/or subluxation. Humeral liner, humeral tray and torque screw were removed and replaced with new components.